Event description:
"Hose leaking oil both ends and smoking" was noted on customer repair order. On follow-up with the hospital, hospital representative said that they noticed oil on the foot control and air diffuser. They thought the hose was very oily. Safety seal was also very oily and they noticed smoke coming from the end of the drill. There was no heat detected by the surgeon and no oil leaked into the field. Since it was one of their shorter cases, the surgeon chose to finish the case with that motor. After the case was completed, they remove the drill and sent it in for repair. No patient injury occurred.